Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During valve deployment, the anterior aspect of the valve disengaged from the locking ring first, and the valve was observed on fluoroscopy to immediately migrate ventricularly. After the posterior aspect subsequently disengaged from the locking ring, the valve continued to embolize deeper into the right ventricle, with the most pronounced displacement involving the anterior and septal portions of the valve. Final transesophageal echocardiography (tee) imaging confirmed that the anterior and septal aspects of the valve were positioned deep within the ventricle. The physician elected to convert to open surgical intervention while the patient remained stable on the table. Upon surgical inspection, the surgeon reported a tear in the anterior-septal commissural region, which was believed to have caused the valve to drop and invert. Imaging identified a torn leaflet, and the surgeon additionally noted a small ventricular septal defect (vsd) in the same area.

Manufacturer narrative:
Additional information from section d5 primary unique device identification (UDI): (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.